Manufacturer narrative:
Ge healthcare (gehc) product engineering performed an investigation of this event. Device warning stickers were in place for the device, springs on the latches were functional, all latches were inspected and verified to be secure when fully inserted. The investigation determined that the device functioned as intended, did not malfunction, and met all specifications. The potential root cause of the reported event is determined as the healthcare professional user either made a use error while attempting to latch the east bedside panel and visually check the bedside panel latches for security. Or they mis-remembered the situation and did not actually latch the east panel properly nor check the security of the latches prior to leaving the bedside.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Ethnicity and race information not provided. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported to ge healthcare (gehc) an incident on a giraffe omnibed carestation on (B)(6) 2021 with a (B)(6) old patient. The patient was discovered on the floor by the hospital staff. Imaging tests and neurological tests were performed on the patient and did not identify any patient injury. A gehc examination of the device determined that it was fully functioning as designed, including the door latches. Gehc will submit a follow-up report when the formal investigation has been completed.